Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -10.5/2.0/020 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was later exchanged with a same length lens that was implanted horizontally due to low vault. The exchange resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).